Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
It was reported that every other led segment is missing on the siq and pi bars. Also, the middle segment on the upper and lower main display always remains as an '8', regardless if a sensor is plugged in or not. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During visual inspection it was observed that the front cover was cracked. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed., corrected data: "no" should be "returned to manufacturer on 10/26/2016"